Event description:
Additional information received reported that the patient had suddenly lost all relief on (B)(6) 2009. The leads had been compromised due to the patient having been hit by a trailer at work. The patient was reported to have had good relief for a few days following implant procedure. The leads were removed and leads were placed again with spinal cord stimulation achieved that coincided with the patient's pain. It was unclear if new leads were placed or if the same leads were placed again. The patient was discharged in stable condition. The revision resolved the issue and the patient was able to get relief.

Event description:
It was reported that within the first month of having the spinal cord stimulation system implanted, the leads migrated and a revision had to be done. It was reported that since the revision, the leads had been stable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3777-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead; product ID, 3777-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), product type recharger; product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).